Event description:
It was reported that the patient is deceased. It was further reported that the lead was prophylactically replaced and had normal device function prior to the procedure. Information provided indicated there were complications from the lead extraction. The patient had a drop in blood pressure post extraction and a surgery team was brought into the operating room to stop bleeding from a hemothorax but the patient did not survive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary:(B)(4). The lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.